Manufacturer narrative:
Further information was requested but not received. The reported event of lead failure was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical was normal.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unspecified malfunction. The lead was explanted and replaced. There were no patient consequences.